Manufacturer narrative:
The UDI # could not be provided because the part and lot numbers were not reported. The device was not returned to abbott vascular for analysis. Return of the guide wire and introducer needle may have further aided the analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed since the part and lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported peeling and/or delamination appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: (B)(6) 2019 is an estimated date. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
It was reported in a general comment that an unspecified whisper guide wire was used. However, depending on the introducer/needle used in the procedure, the guide wire needs to be over flushed/wet in order to activate the hydrophilic coating. If the guide wire is not very wet, the hydrophilic coating of the guide wire flakes into small pieces on the doctor¿s glove. The procedure was successfully completed with another unspecified guide wire. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.